Event description:
It was reported that there is a problem with the power cord. If the sys is moved, it looses power.

Manufacturer narrative:
A ge rep evaluated the sys and repaired the power cord. System operates as intended.